Event description:
Additional information received stating that one scratch observed on lens and lens remained in the eye.

Manufacturer narrative:
Additional information was provided in a1, a2, a3.a, b3, b5, d6a and d10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, iols are getting scratched by the cartridge. The scratches occurred in three consecutive patients with cartridges from the same, and the scratch was always in exactly the same spot, where we do not touch the lens with the lens forceps. There are three medical device reports associated with this report. This file is 3 of 3.